Manufacturer narrative:
An advanced stapler log review revealed the following: the sureform 45 stapler instrument logs show that the stapler was installed on the system 2 times and fired 2 sureform 45 white reloads. On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was successful. The firing was initiated; however, the logs show a supervisor timeout fault occurred during the firing sequence.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the sureform 45 curved-tip stapler instrument produced a partial fire. The stapler successfully transected across the artery without any complication prior to the event. The stapler was removed; a new white reload was loaded, and then it was placed back to attempt to transect the vein. During the firing of the stapler across the vein, the firing sequence was only successful to approximately a third of the way; it did not reach the vein. A message appeared to fire the white reload again; however, the stapler would not fire. An error message of "blade may be exposed" was produced. The vein remained intact, and no bleeding occurred. The stapler instrument was removed without any complication. The surgeon then used a large clip applier instrument and applied a clip to the vein, subsequently successfully cutting it. The procedure was completed robotically with no further issues. The patient is recovering as expected.